Event description:
The customer reported that, during preparation for an unspecified procedure, the pins inside the video connector on the subject device were bent and the image had lines and was snowy. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there were bent pins in the connector causing the screen to be snowy with no image visible. This report is being submitted for the malfunction found during evaluation (image not visible). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found there were bent pins in the connector causing the screen to be snowy with no image visible. A review of the device history record found no deviations that could have caused or contributed to the bent pins and snowy image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent pins could not be identified. The device's instruction manual provides the following caution, which may help to prevent the issue: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." "Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged." "Confirm that the electrical contacts inside the video connector of the videoscope are not damaged." "Confirm that the electrical contacts of the connectors of the camera head are not damaged." "Confirm that the connector of the camera head is not damaged." Olympus will continue to monitor field performance for this device. In addition, the top cover was scratched. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.